Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was having extreme difficulty with recharging. The manufacturer representative stated that the recharger would seldom get more than four bars and loses connection quickly. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still having difficultly recharging. The issue has not been resolved. No further information was reported.